Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the metal cap broke off the top of the impactor as it was being removed from the tray for use. No impact on pt".